Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked near the septum. Reportedly, the user may have overfilled the cartridge. The user's blood glucose (bg) level was elevated; however, the exact value was not provided. The user addressed bg level with a bolus via the pump. Reportedly, the contact administered a manual injection. A new cartridge was successfully loaded.